Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) it was reported that a day after the implant patient got sick with pneumonia and wound up in the ICU for 7 days. Patient was taking prednisone and was in the process of recovering. Patient reported since getting her implant, the ins was not working for patient¿s symptoms and the patient had new symptoms, patient could not pee. Patient reported trying all programs when she tried to pee. Patient reported trying one program then the next then the next until the patient could finally go a little bit. It was reviewed with the patient that the patient had the option to turn stim down or off to see if that made any difference. No complications reported. No further symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The representative thought that patient said pneumonia was related to aspirating during implant and the intubation. The representative talked with their about the option to turn stim down or off but they did not know the outcome. They encouraged to work with their doctor. They would keep trying to reach their doctor or seek help from another doctor. The rep did not know that serial number of the device but they had provided device registration the information they had about the replacement, they would endeavor to contact the hospital to gather the implant information (serial number). The representative could allow them some time research this and provide any information they obtain. Patient told all the information to representative during social occasion so information was not confirmed with doctor.